Event description:
On 04/10/2026, it was reported that the patient's device had recently lost a chunk of material from the inside of the far bottom right tooth slot. Sent photos after the chunk was detached. They also just noticed that their bottom teeth have moved over time and now overlap, which is a real bummer. The doctor asked the patient to discontinue use and meet with the primary dentist for treatment. Once cleared by the dentist, they can get a new impression and remake kit. The patient says the device still fits and is making a difference, they want to keep wearing it until the new device arrives.

Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Daybreak: case (B)(6). Manufacturer reference #: (B)(4).